Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer contacted ortho to report false positive (1+) reactions in the anti-b well of mts a/b/d monoclonal grouping card lot# 100215053-02 exp:august 2, 2016 when testing one single o pos donor unit during donor confirmation testing. Customer reports qc was not affected using ortho confidence system against the listed lot of gel cards and mts diluent2. Customer reports no erroneous results reported. Issue started on:(B)(6) 2016. Frequency: x1. Methodology used: manual gel method. Pattern observed:positive. Reaction grade obtained:1+. Customer was expecting:negative. Test repeated:yes. Result obtained by repeating: 2+ positive. Method used to repeat:same manual gel method. Customer reports using mts diluent 2 plus opened on (B)(6) 2016. Customer reports storing cards and reagents according to IFU. Customer reports event is occurring with an o pos red blood cell unit. Customer reports upon pre-inspection of mts a/b/d monoclonal grouping cards passed with no deformities noted. Customer reports mts diluent 2 plus is free of contamination or debris. Customer retested unit with new segment and a new set, same lot of mts diluent 2 plus and reports 2+ plus reaction in the front type anti-b well of the mts a/b/d monoclonal grouping with same gel card lot. Maintenance up to date. Ortho recommended customer perform a direct coombs test on unit in question, customer reports all dat testing is sent out to reference lab. No dat testing performed on the unit in question. Customer indicates their confidence that the reported concern is isolated to the one unit and the root cause is most likely sample related. Customer will send unit back to donor center for further investigation.